Event description:
It was reported that stent damage occurred.vascular access was obtained via brachial artery. The 10 x 3.0mm eccentric de novo 90% stenosed target lesion containing a bend of >=90 degree was located in a severely tortuous and moderately calcified mid left circumflex. After a non bsc guidewire and a 6 fr non bsc guide cateter crossed the lesion, predilatation was performed with a 2.75x15 maverick balloon catheter. Following predilatation, the residual stenosis was 80%. A 16x3.00 omega stent was selected and advanced to the lesion but was unable to cross. When they removed the device, it was noticed that the stent was deformed. The procedure was completed with another of the same device. No complications were noted and the patient's status is stable.this product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).